Event description:
It was reported that a malfunction alarm occurred. The customer cleared the malfunction and resumed insulin therapy. The customer experienced an elevated blood glucose (bg) level (581 mg/dl). A correction bolus was delivered to treat the bg.